Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were not recognized. A field service engineer removed and reseated cubie pockets, cleaned debris from cubie trays, and reseated both the row board cable and retractor band cable. The issue was temporarily resolved; however, the same positions failed again after approximately 10 minutes, replaced the drawer controller board, which restored functionality for another 10 minutes before the issue recurred, replaced the cubie tray, after which only the last pocket failed and did not recover. Had the customer replace the affected pocket; following this, all storage spaces operated normally without further failures, performed multiple tests in diagnostic mode, and the customer validated functionality by recovering storage spaces and completing multiple inventory cycles successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pocket was not recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.